Event description:
It was reported that the device was used during a hemorrhoid procedure. The device fired a complete staple line but did not cut the tissue. Surgeon then finished the procedure by cutting the mucosal area with another device and suture by hand. There was no consequence to the patient.